Event description:
It was reported that, customer states their patient has a mattress and it has been alerting for low pressure throughout the night. Customer has attempted troubleshooting and still not working. Customer states the mattress is constantly deflating.

Manufacturer narrative:
It was reported that customer states their patient has a mattress and it has been alerting for low pressure throughout the night. Customer has attempted troubleshooting and still not working. Customer states the mattress is constantly deflating.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.